Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported hearing their implantable cardioverter defibrillator (ICD) beep while using an induction cooker. It was found that the ICD had experienced a power on reset (por). The device remained in use until it was later prophylactically explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported hearing their implantable cardioverter defibrillator (ICD) beep while using an induction cooker. It was found that the ICD had experienced a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.